Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) extension sets with one-link needle-free lv connector were leaking. The leak occurred at the luer lock end. There was no report of patient injury or medical intervention associated with this event. No additional information was provided.